Event description:
In the process of contacting the pt to inform pt that device may be nearing end of service, it was discovered that the pt has lost a significant amount of weight and that the vns now causes pt localized pain. Investigation to date has been unable to determine the severity of the weight loss. Attempts to obtain additional info have been unsuccessful to date.